Manufacturer narrative:
The evaluation summary is as follows: macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
3011491947-2018-00028 evaluation summary.

Event description:
Deflation resulting in explantation.